Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 654832) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pruritus ("pruritus"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression"), asthenia ("decreased energy"), disturbance in attention ("concentration"), sleep disorder ("sleeping issues"), perineal pain ("perineal pain") and rash ("rash"). The patient was treated with surgery (removal of essure coils) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vaginal discharge, weight increased, pruritus, vaginal infection, vulvovaginitis, depression, asthenia, disturbance in attention, sleep disorder, perineal pain and rash outcome was unknown. The reporter considered asthenia, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, perineal pain, pruritus, rash, sleep disorder, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:the event :bladder , urinary problems, dysmenorrhea (cramping), fatigue, pain,vaginal discharge, weight gain,pruritus, vaginitis,vulvovaginitis; depression; decreased energy, concentration, sleeping issues,perineal pain,rash added.reporters,lot number,lab data added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left pelvic area pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 654832) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss (specify which one) weight gain"), pruritus ("other injury(ies) or complication(s) - please describe: pruritus"), vaginal infection ("other injury(ies) or complication(s) - please describe: vaginitis"), vulvovaginitis ("other injury(ies) or complication(s) - please describe: vulvovaginitis"), depression ("other injury(ies) or complication(s) - please describe: depression"), disturbance in attention ("other injury(ies) or complication(s) - please describe: concentration/decreased concentration"), sleep disorder ("other injury(ies) or complication(s) - please describe: sleeping issues"), perineal pain ("other injury(ies) or complication(s) - please describe: perineal pain") and rash ("rash/rashes or skin condition - type:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and asthenia ("decreased energy"). The patient was treated with surgery (removal of essure coils, salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vaginal discharge, weight increased, pruritus, vaginal infection, vulvovaginitis, depression, asthenia, disturbance in attention, sleep disorder, perineal pain and rash outcome was unknown. The reporter considered asthenia, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, perineal pain, pruritus, rash, sleep disorder, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2016: essure devices were noted in the pelvis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received, reporters address updated. Patient demographics updated. Outcome and severity of pelvic pain updated, concomitant conditions added. Reported terms updated. Event onset dates added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 654832) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pruritus ("pruritus"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression"), asthenia ("decreased energy"), disturbance in attention ("concentration"), sleep disorder ("sleeping issues"), perineal pain ("perineal pain") and rash ("rash"). The patient was treated with surgery (removal of essure coils) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vaginal discharge, weight increased, pruritus, vaginal infection, vulvovaginitis, depression, asthenia, disturbance in attention, sleep disorder, perineal pain and rash outcome was unknown. The reporter considered asthenia, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, perineal pain, pruritus, rash, sleep disorder, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery to remove essure coils on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.